Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to the regenerex 3 peg series patella fracturing in patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.